Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right atrial (ra) lead came loose after surgery and they were unable to get it back in. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.